Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted and was not returned for analysis. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient with an unexpected refractive outcome. The lens has rotated off-axis by 90 degrees. The device remains implanted. Additional information has been requested.